Manufacturer narrative:
UDI: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the sales rep via email that during a return inspection on 1/20/2021, it was observed that the hd arthroscope sinuscope 4.0mm x 30 deg x 167mm mitek lock had varying degrees of cloudiness. There was no procedure nor patient involvement I. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary: the device was received and evaluated at the service center. The reported complaint that the scope was cloudy, was confirmed. The following defects were found with the device upon evaluation : outer tube damaged, distal tip. Distal tip damaged. Shaver damage to distal tip, distal tip has deposits, holes in distal tip fiber. Optical system, optical components broken lenses in optical system. The device was repaired, tested and found to be working according to specifications. User mishandling is the most probable root cause of the damage to the outer tube and improper cleaning / maintenance would have caused the deposits on the distal tip. The shaver damage to the distal end is a result of contact with a cutting instrument during a surgical process. The damaged parts would have caused the device to display the cloudy image. Also user mishandling or a probable fall would have caused the broken lenses in the system. A manufacturing record evaluation was performed for the finished device (serial number; (B)(6)), and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.